Manufacturer narrative:
Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported device could not be conducted because the part and lot numbers were not provided. The investigation was unable to determine a conclusive cause for the reported difficulty removing the device; however, the separation appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in posterior artery. An unspecified mini trek balloon dilatation catheter (bdc) was being removed; however, resistance was felt and the distal shaft separated in the introducer sheath. The bdc and introducer sheath were removed as a unit. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.